Event description:
The pt was implanted with an acticon artificial bowel sphincter device. The entire device was removed and replaced on (B)(6) 2012, due to recurring incontinence. Ams has requested but has not received additional details.